Event description:
A hospital reported via a fisher & paykel healthcare clinical product specialist that following 1-2 days of use, the y-piece of an rt235 infant dual-heated evaqua breathing circuit disconnected from the breathing circuit when the patient was physically moved or manipulated. No patient consequence was reported.

Manufacturer narrative:
This is the first out of 5 similar complaints received from this healthcare facility. Only one out of the 5 affected devices will be returned to fisher & paykel healthcare ('fph') for investigation. The subject rt235 breathing circuit in this complaint has only recently been returned to fph. The investigation is currently underway. We are unable to perform a lot check as no lot information has been provided. We will provide a follow-up report upon completion of the investigation.